Event description:
The dealer reported that the alarm on the concentrator is not working. This issue could cause a user to be left without a primary source of oxygen if the unit unexpectedly shuts down and does not alarm.